Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 477 mg/dl. The customer was treated for high blood glucose with the pump. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 477 mg/dl. The customer was assisted with clearing the alarm. Customer assisted with reprogramming time/date. The customer was explained that this is normal behavior. Customer was able to change the battery and able to treat. Customer was advised to monitor pump.